Manufacturer narrative:
The event occurred on an unspecified date "many years ago". Manufacturer/compounder: baxter healthcare ¿ (B)(4). Device manufacturer postal code: (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a ¿very bad reaction¿ after undergoing an unspecified surgery in which floseal was used. The patient reported the floseal ¿adhered¿ to the liver bed. The patient reported they have severe life-threatening adhesive allergies and was ill for a long time. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.